Event description:
It was reported on (B)(6) 2014 that synthes (B)(6) advised the small battery drive ( part # 532.010; lot# 003790) functions for only a few seconds on a fully charged battery. No additional information was provided. This incident report was provided by email to the chu on (B)(6) 2014. This report event is for a device instrument. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Sales consultant sent event email on (B)(6) 2014. Provided is undetermined, investigation is ongoing. The device is an instrument and not implanted/explanted. Device has not been returned at this time. Date received by manufacturer (B)(6) 2013 the investigation could not be completed; no conclusion could be drawn, as no product has been received and the lot # provided has not been validated at this time. A review of service history records and additional evaluation have been requested. Placeholder.